Event description:
A pt reported experiencing inaccurate high results with a surestep meter. The pt's blood glucose results were 197mg/dl vs. 95 lab. Tests were done within 10 mins with a difference of 102mg/dl. Pt did not experience any adverse events. No further info has been reported.